Manufacturer narrative:
The AED (s/n (B)(4)) and battery pack (s/n (B)(4)) used during the event were received on (B)(4) 2015, the defibrillation electrodes were not returned. The AED and battery pack were tested in the following simulated use scenario. The AED, battery pack and a set of test pads were connected to a patient simulator set to ventricular fibrillation (a shockable rhythm). In all cases, the AED analyzed the ECG heart rhythm, made an appropriate shock decision, charged in preparation for shock delivery, and when the shock button was pressed, the AED delivered a defibrillation shock, within specification, to the simulated patient. In no cases during the testing did the AED switch off as reported. The AED was opened and visually and functionally inspected, and the results of the inspection did not identify any visual, electrical or functional non-conformances. The results of the testing of the AED and battery pack could not reproduce the reported event as the AED and battery pack are performing properly and as designed. No additional testing is planned.

Manufacturer narrative:
Analysis of the AED's electronic files show a patient whose cardiac rhythm was ventricular fibrillation, a shockable arrhythmia, which the AED appropriately advised and delivered a shock. Following delivery of the shock, the AED correctly entered the CPR pause mode. During the CPR sequence, the AED powered off or was powered off and immediately powered back on. Once powered back on, the AED analyzed the patient's cardiac rhythm which was again ventricular fibrillation, a shockable rhythm. The AED appropriately advised and delivered a shock to the patient. Following delivery of the shock, the AED correctly entered the CPR pause mode. During the CPR sequence, the AED powered off or was powered off again and immediately powered back on. Once powered back on, the AED analyzed the patient's cardiac rhythm which again was ventricular fibrillation, a shockable rhythm. The AED appropriately advised and delivered a shock to the patient. Following delivery of the shock, the AED correctly entered the CPR pause mode. During the CPR sequence, the AED once more powered off or was powered off. No additional activity was recorded on that day. From the AED's electronic files alone it cannot be determined how or why the AED powered off, or whether the AED was purposely powered off by the user. In each instance, the AED performed its full shutdown sequence, indicating the power down was not caused by a loss of power such as a low or depleted battery. The investigation is currently on-going and no root cause is known. The AED, battery pack and defibrillation pads used during the event were requested. To date, no items have been received. The investigation remains open, and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, it was reported by an international distributor that a lifeline AED deployed by professional users, fire fighters highly trained in first aid, twice powered off during a rescue attempt. The AED delivered three defibrillation shocks to the patient who was reported to have survived. The electronic record from the AED's memory did not allow any conclusions to be drawn. Because of the potential for the patient outcome to differ, should the event (of an unknown cause) reoccur, this report is being filed.